Manufacturer narrative:
The investigation findings code was updated. The field service engineer (fse) found that a tube from the cuvette rinse station was damaged and needed to be replaced. The customer has not complained of any further issues since the service visit. The service maintenance actions resolved the issue.

Manufacturer narrative:
The hba1c reagent lot number and expiration date were not provided. The field service engineer (fse) adjusted the washing and pressure functions of the module. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter questioned the results for multiple assays on a cobas 6000 c501 module. Discrepant results were provided for 1 patient sample tested for tina-quant hba1c gen. 3 (hba1c). The initial result was 20%. This result did not correspond to the patient¿s clinical picture. The repeat result was 5%. This result was believed to be correct.